Event description:
The caller reported that the pilot line broke away from the tube. This tube was placed in 2009, and was removed a week later,, and the patient was re cannulated with another 5.5pdc.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.